Event description:
Patient admitted for patency check on port-a-cath. Under fluoroscopy, it was noted that catheter was separated from port. Both components were removed from patient in interventional radiology.